Event description:
It was reported that large volume pump modules had a loose cable component inside the door assembly. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: manufacturing location. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of loose cables in suspects pump modules could not be determinate. The investigation could not include external or internal inspections, log analysis, or functional testing because the devices were not returned. However, the customer provided images that revealed a loose cable inside the door assembly, which served as the primary source of information for the assessment. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key or press channel select key and then start soft key. The device was reported to have been in use not as intended for treatment purposes as designed by bd per 21cfr 820.198(d)(2). Root cause: the root cause could not be determined due to a lack of devices for investigation. One of the probable causes of the loose cable could be attributed to improper handling of the device or a fall. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that large volume pump modules had a loose cable component inside the door assembly. There was no patient involvement.